Event description:
Sales rep reports that: "with the distal catheter draining to a bag, the ventricular did not decrease in size. We, therefore, took the pt to the operating room and disconnected the ventricular catheter from the valve, at which time the csf flew out under pressure (which he assumed) was much higher than the setting at which valve was selected." Add'l info from the sales rep indicated that the valve was replaced with a comepetitor's valve.

Manufacturer narrative:
Codman has rec'd the valve for investigation. Upon completion of the investigation a f/u report will be filed.